Event description:
Customer reports a 279 mg/dl and a 115 mg/dl 8 minutes apart on his aviva system. Customer ran a low control that was out of range but the controls had been opened for greater than 90 days. No adverse event related to the malfunction. Requested return of suspect device and replacement was sent.